Manufacturer narrative:
The device or suture were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device or suture returned for analysis, a conclusive cause for the reported failure to advance the knot could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with proglide devices using the pre-close technique via a 7f sheath prior to an interventional heart valve replacement procedure. The sutures of two devices were successfully pre-placed. The sheath was upsized to a 18f and the procedure was completed. Reportedly, when advancing the knot with the knot pusher there was difficulty getting the knot inside the tissue track; therefore it did not achieve hemostasis. The sutures of the second device came out of the vein as one large loop. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.